Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the mapping phase, the thermocool® smart touch® sf bi-directional navigation catheter was unable to deflect toward the f-curve. Thermocool® smart touch® sf bi-directional navigation catheter #1 and the sheath were repositioned in order to exchange thermocool® smart touch® sf bi-directional navigation catheter #1 for thermocool® smart touch® sf bi-directional navigation catheter #2. A hemodynamically-significant cardiac tamponade occurred that was noted to be secondary to difficulties maneuvering the catheter. Pericardiocentesis yielded 400 ml. Post-intervention, the patient was reported to be asymptomatic and in stable condition. There is no information about the hospitalization. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. Since the potential risk that a deflection issue or medical device entrapment could cause or contribute to a death or serious deterioration in the patient¿s state of health is remote, this is not MDR reportable.

Manufacturer narrative:
The biosense webster inc. Failure analysis lab received the device for evaluation on 4/17/2018. Originally the lot number was reported as unknown. However, during the device assessment, the lot number of 17761562l was retrieved. Therefore, lot has been populated. Also, the manufactured date and expiration date have been provided. Therefore, expiration date, manufactured date and unique identifier( UDI) have been populated. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) for the lot number 17761562l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a female patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the mapping phase, the thermocool® smart touch® sf bi-directional navigation catheter was unable to deflect toward the f-curve. Thermocool® smart touch® sf bi-directional navigation catheter #1 and the sheath were repositioned in order to exchange thermocool® smart touch® sf bi-directional navigation catheter #1 for thermocool® smart touch® sf bi-directional navigation catheter #2. A hemodynamically-significant cardiac tamponade occurred that was noted to be secondary to difficulties maneuvering the catheter. Pericardiocentesis yielded 400 ml. Post-intervention, the patient was reported to be asymptomatic and in stable condition. There is no information about the hospitalization. The device was visually inspected and it was found in good conditions. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, a cool flow pump test was performed and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. Then, magnetic sensor functionality was tested on carto and the catheter failed, error 106 was observed. A failure analysis was performed and the catheter was dissected on the tip area, loss of electrical continuity at the sensor was found, it was determined that the root cause was an internal failure of the sensor. Then, deflection test was performed and the catheter failed. A failure analysis was performed and the catheter was dissected on the tip area, the puller wire was found detached from the t bar causing the deflection issue. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of failure from leaving the facility. The customer complaint regarding the deflection issue was confirmed. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the internal failure of the sensor cannot be determined, however, an internal corrective action has been opened to investigate this issue. The root cause of the puller wire detachment cannot be determined. Manufacturer's reference number: (B)(4).